Manufacturer narrative:
Product ID: 97713, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID: 3986a, lot# n066613, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). Op-notes from (B)(6) 2014 indicated that there was a failure of the ins. The hcp stated that the patient found that this left-sided electrodes (lead) were not functioning and requested a revision. During the procedure, the electrode was disconnected from the connector and the plastic was found to be significantly discolored and deteriorated. The hcp noted that it did appear that the electrode was functioning from the scalp down to the intermediate connector, but due to the discoloration and deterioration of the plastic it was felt that it was probably not functioning normally and would cease the function soon even it was functioning. The ins and lead were replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in a letter stated that the patient did not know the cause of the device malfunction. The patient stated "2nd implant battery fried?" And suggested their healthcare provider (hcp) and manufacturer¿s representative (rep) knew more about the event. Further follow up is being conducted. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for occipital neuralgia. It was reported patient got device explanted because it was malfunctioning. Patient stated the ins was sent back to manufacturer f or analysis. No further complication and no symptoms were reported.